Event description:
A report was received that the patient underwent a pocket revision due to discomfort caused by non-device related weight loss. The ipg was moved to the right buttock area. The patient was reportedly doing well following the procedure.